Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence and urgency frequency. Their trial started on (B)(6) 2026. It was reported that the patient was experiencing discomfort/soreness/pinching. Patient was reporting about their pacemaker. It was the first time since they had the pacemaker that they felt like "pulling the pacemaker" sensation. It seems to feel like it was having a different activity, not just tapping, it's uncomfortable. They only felt it during this evaluation and it started yesterday. They couldn't get hold of their cardiologist, so they would like to talk to their urologist. The agent advised to contact the doctor if symptoms still persist. The issue was not resolved and was ongoing.